Event description:
It was reported while using bd plastipak¿ syringes there was contamination. There was no report of patient impact. The following information was provided by the initial reporter: syringe and packaging contaminated with yellow/orange liquid.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-jul-2022 h6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a yellow substance was observed on the syringe tip and inside the unit packaging. Further evaluation identified the substance to be consistent with the oil used in the molding machine. A device history review was performed for lot 2111089, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Machines undergoes clearly defined maintenance and cleaning procedures. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues related to this event were identified during manufacturing. While we could not identify a direct issue, it was determined this incident occurred during the molding process as a result of accumulation of the oil used within the mold. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ syringes there was contamination. There was no report of patient impact. The following information was provided by the initial reporter: syringe and packaging contaminated with yellow/orange liquid.